Manufacturer narrative:
The microcatheter was not returned for analysis. Attempts were made to gather specific information, however, our attempts were unsuccessful. Based on the reported information, there is no allegation that a malfunction or deficiency of the device occurred during the procedure. There is no evidence suggesting that the device was defective, but rather a procedure and patient condition related event. Hemorrhage is a known inherent risk of endovascular procedure and are documented in our device¿s instruction for use (IFU). Linked events: 2029214-2017-00580 2029214-2017-00581 2029214-2017-00582 2029214-2017-00583.

Event description:
Citation: the study on therapeutic efficacy and reliability of the endovascular embolization in brain arteriovenous malformation. He weiwen, wu jianwei, liang jianfeng, li minchang. Medtronic received the following information: 3 bleeding instances during microcatheter withdrawal.